Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 40 mm, proximal diameter of non-aneurysm aortic neck was 22 mm, distal diameter of non-aneurysmal aortic neck of the left iliac artery was 11 mm, distal diameter of non-aneurysmal aortic neck of the right iliac artery was 17 mm, diameter of right femoral artery was 12 mm, and diameter of left femoral artery was 9 mm. The right and left iliac arteries were moderately tortuous. It was also reported that at the patient's one year follow up, the aneurysm measured 5.1 cm in diameter however, a type iia endoleak was observed in the anterior. At the patient's two year follow up, the aneurysm measured 4.5 cm in diameter. At the patient's three year follow up, the aneurysm measured 5 cm in diameter. At the patient's four year follow up, the aneurysm measured 5.9 cm in diameter with no evidence of an endoleak. There were no reported interventions or actions taken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: anatomy related; type ii endoleak. Aneurysm enlargement. Unknown cause of event. Conclusion: unknown cause of event. Aneurysm enlargement. Anatomy related; type ii endoleak.